Event description:
A malfunction with code malf 12 was reported, and there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and the customer successfully reset it without any recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the issue reappears, which the customer acknowledged and understood.